Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 395.380. Lot: 8531962. Manufacturing site: bettlach. Release to warehouse date: august 23, 2013. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the complaint device t-handle for steinmann pins and schanz screws were returned to customer quality (cq) west chester for investigation. The screw on the handle for tightening pins and screws had indentation marks on its flat side. Also, the part had started rusting in the opening for the screws. No other issues were identified on the part. Functional test: a functional test could not be performed as the t-handle was not returned with a mating device to evaluate the complaint condition. Can the complaint be replicated with the returned device(s)? No, unable to perform functional test to evaluate complaint condition. Dimensional inspection: according to chuck t-handle chuck with screw. Specified dimension: -dimensions of the opening for the screws, -width from the rectangular edge to the conical edge. Measured dimension: dimensions of the opening for the screws, width of the rectangular edges: conforming, width from the rectangular edge to the conical edge: conforming. Measurement device used: caliper. Document/specification review: based on the date of manufacture, the drawings released during the manufacturing. Period and current period was reviewed: t-handle f/steinmann pins and schanz screws, current and manufactured revisions. Chuck t-handle chuck with screw, current and manufactured revisions. Screw t-handle chuck with screw, current and manufactured revisions. General tolerances. Complaint confirmed: the complaint condition cannot be confirmed during physical device investigation. Conclusion: the t-hanle was received at cq without a mating device to evaluate the complaint condition, hence the complaint condition could not be confirmed. But the device showed signs of corrosion and damage. So, the overall complaint condition can be confirmed. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: initial reporter is a synthes employee without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the surgeon was completing a l1 spinal fracture with fusion t12-l2 using uss fracture set. On insertion of the screws, the surgeon noted that the simple t handle on the uss kit was continuing to loose grip on the screw. The handle was changed out to a second simple t handle on the set which was functioning fine. There was no patient related issue other than delaying single screw insertion by 10-15 seconds. The surgery was completed successfully, and surgical outcome was positive with no reported adverse effect. This report is for a t handle. This is report 1 of 1 for (B)(4).